Event description:
Patient with history of empyema had 3 malecot catheters inserted for optimal drainage. The patient had a partial rib resection as well. Six weeks and 4 days later the patient returned to the clinic to have the drains removed. The tip of the last catheter to be removed remained inside the patient confirmed by the cat scan. The patient was taken to the or the next day and the retained foreign object was surgically removed. Please note: the surgeon states that he applied 'normal'; traction when pulling catheters out. Traction was equal for all three. Also, upon review of the tip - it was such a 'clean' break at the bendable portion of the malecot tip that it looked cut but was not. There are 4 'spokes' that create a flange appearance. Three of the 4 gave way right at the 'bent' portion. The 4th 'spoke' held. Pictures taken of catheter tip for future reference if needed.